Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "purge failure alarm" is not able to be confirmed; the distributor's technician checked the pump and could not replicate the purge failure alarm. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the user called the dealer's call center to report a purge 3 alarm that occurred during use. The intra-aortic balloon pump (iabp) could not detect an electrocardiogram. As a result, the iabp was replaced by a back-up one. There was no patient death, serious injury or complications reported. Patient outcome reported as good.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the user called the dealer's call center to report a purge 3 alarm that occurred during use. The intra-aortic balloon pump (iabp) could not detect an electrocardiogram. As a result, the iabp was replaced by a back-up one. There was no patient death, serious injury or complications reported. Patient outcome reported as good.